Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call, the insulin pump was alarming spi to motor pic communication error. Customer was running a temporary basal and was just sitting when the alarm occurred. Customer's blood glucose was 424 mg/dl. Troubleshooting was performed for the alarm and self-test was performed, it passed. Customer's spouse was advised to monitor the device and to call back if issues persisted. The device is not returning for analysis.